Event description:
This lead was implanted on (B)(6) 200 and remains implanted at this time. A call was placed to technical services on (B)(6) 2016 stating that the rv lead exhibited low out of range pacing impedance less than 200 ohms. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).